Manufacturer narrative:
Customer indicated that incorrect ID was immediately reported to poc coordinator and corrected. Customer confirmed that no patient treatment was affected due to this event. The cause for the event is unknown.

Event description:
Customer stated the analyzer erroneously scanned incorrect ID (operator) in place of patient ID there was no report of injury due to this event.

Manufacturer narrative:
The customer complaint is not confirmed. This issue was caused by operator error. The operator scanned the wrong ID. There is no evidence that a siemens product is not meeting specifications.